Event description:
Asku

Event description:
It was reported that the device elective replacement indicator did not trip. The battery voltage was 2.07v when measured in the office, and was 2.86-2.89v according to the device save to disk data. The device is still in use. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: low telemetered battery voltage was noted. On (B)(4) 2010, the battery voltage with telemetry was 2.07v and the daily measurement was 2.86v.